Manufacturer narrative:
Since the medical center did not return the impella device, no benchtop analysis was possible. The cause of the thrombus issue was not determined since product was not returned and sufficient clinical information was not provided. The failure mode will be monitored and trended.

Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 46-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported that a patient on impella support experienced a clot in the left atrium and required multiple blood transfusions throughout the course of support. Care was eventually withdrawn following this event.